Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had made an inappropriate "no shock advised" determination. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and the downloaded electronic device records, and was unable to duplicate or verify the reported issue. No root cause could be established from inspection of the device and the downloaded files. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had made an inappropriate "no shock advised" determination. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.